Manufacturer narrative:
The ultra 360 patient positioning system (a2009) was not returned for evaluation; therefore, an evaluation of the device could not be performed. The issue reported by the customer could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2021-00462. A facility reported that doctors are concerned with the locking handle of an ultra 360 patient positioning system (a2009). It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.